Event description:
On 18-jul-2024, a device evaluation was completed by solventum quality engineering. On 19-jul-2023, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On 20-jul-2023, the device was placed with the patient. On 18-jul-2024, the device was tested per quality control procedure by solventum quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, the assessment remains the same; it cannot be determined that the alleged infection requiring medication is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after patient placement.

Event description:
On 24-apr-2024, the following information received via clinical records from the wound care center was reviewed: on (B)(6) 2024, patient presented to wound care center for ongoing management of neuropathic foot ulcer(s) and wound bed was allegedly noted to be black, odorous, and the wound depth had increased. The patient allegedly "realized vac was left on wound but no working. No alarm went off. Happened over the weekend." Sharp excisional debridement was performed, v.a.c.® therapy was placed on hold and antibiotics were prescribed. The physician noted "appears infection was result of v.a.c.® on wound without functioning for prolonged time." On 25-apr-2024, the following information was provided to kci by the patient: on (B)(6) 2024, patient reported the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly not holding a charge and device kept turning off without any alarms or alerts. Patient reported he believes he went greater than two hours without active v.a.c.® therapy before noticing the device was no longer on. Patient reported he charged the battery and then disconnected from the charging device, only to have the device cut off after a period of time, without alarming. Patient continued to recharge the device throughout the course of the day, only to have the process repeat. Once patient realized the battery was not holding a charge, a wet to dry dressing was placed until a new device was received. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection requiring medication is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a long-standing, chronic wound with a history of osteomyelitis. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion. Device labeling, available in print and online, states: warnings: wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound -the area around the wound feels very warm -you have pus or a bad smell coming from the wound. Infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.